Manufacturer narrative:
H.6. Investigation: scope of issue the scope of issue is limited to part number 643695 (bd facsaria ii special order system) and serial number (B)(6). Problem statement. Fitting / connector - (leaking on the left side). Manufacturing defect trend. There are zero quality notifications (qn) related to the reported issue. Date range from (B)(6) 2019 to date (B)(6) 2020. Complaint trend. There are four complaints related to the reported issue (fitting / connector). Date range from (B)(6) 2019 to date (B)(6) 2020. Service max review: review of related work order #: (B)(4),(case number: (B)(4). Install date: (B)(6) 2009. Defective part number: not reported. Work order details: subject/reported: leaking on the left side. Caller says its a waste line fitting leaking. They replaced the male quick connect and this helped slow the leak down, but its still leaking. Female panel mount may be bad. Cause: broken fitting on back of aria in hood. Work performed: replaced and extended the waste tubing in back of aria with nsi items in trunk stock. Tested and passed qc without errors solution comments: after replacing and extending waste lines unit was tested for leaks and passed qc without errors. Returned to service 1:30 pm no signature at time of service. Returned sample evaluation. Defective parts were not requested or returned. The fse replaced and extended waste tubing with nsi items in trunk stock. Manufacturing device history record (DHR) review review of DHR part number 643695-p69500118-900212288-09; serial number (B)(6) was reviewed. The instrument met all the manufacturing specifications prior to release. Risk analysis. A review of risk management file (B)(4), rev 08 - risk analysis facs aria iii was conducted. Risk management file (B)(4) will be updated to add the new hazard (waste fluid leak before the waste tank), refer to eco# (B)(4). Investigation result / analysis. This investigation was performed on defect trend data, complaint trend data, device history record (DHR) review, servicemax review, and risk analysis (ra) review. Based on the description of the defective components (male/female quick disconnect fittings) and the location of the leak (connection before the waste tank), the quick disconnect fitting on the waste line failed. Root cause broken fitting /connection. Conclusion. This is not a safety issue. The reported complaint was confirmed by fse. Based from the obtained field information, historical data and performances, there has been no overall safety concerns or user harm/injury during the use of the device and after reporting the incident. The instrument was brought back to functional condition after replacing and extending waste lines. Overall, this incident is not considered as a safety risk. Complaints received for this device and reported condition, will continue to be tracked and trended. Information will be captured on trend reports and monitored. No additional escalations required at this time. H3 other text : see h.10.

Event description:
It was reported that leakage of waste prior to reaching waste tank occurred outside of instrument with a bd facsaria¿ ii special order. The following information was provided by the initial reporter: caller says its a waste line fitting leaking. They replaced the male quick connect and this helped slow the leak down, but its still leaking. Female panel mount may be bad. Additionally, on (B)(6) 2020 the bd rep provided the following additional information: are you using this for clinical diagnostic test? No. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No. Software version? Unknown. Leak (if yes explain)? Yes. Was the leak contained within the instrument? No. Was the leak in a customer accessible location? Yes. What was the fluid that leaked? Waste. What is the source of leak -- waste line or non-waste line? Waste line. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No. Additionally, on (B)(6) 2020 the bd rep provided the following additional information: no spray of fluid. Waste fluids were not mixed with bleach or decon solution at the point. This leak is before the waste tank.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that leakage of waste prior to reaching waste tank occurred outside of instrument with a bd facsaria¿ ii special order. The following information was provided by the initial reporter: caller says its a waste line fitting leaking. They replaced the male quick connect and this helped slow the leak down, but its still leaking. Female panel mount may be bad. Additionally, on 2020-06-08 the bd rep provided the following additional information: are you using this for clinical diagnostic test? No. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No. Software version? Unknown. Leak (if yes explain)? Yes. Was the leak contained within the instrument? No. Was the leak in a customer accessible location? Yes. What was the fluid that leaked? Waste. What is the source of leak: waste line or non-waste line? Waste line. Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No. Additionally, on 2020-06-11 the bd rep provided the following additional information: no spray of fluid. Waste fluids were not mixed with bleach or decon solution at the point. This leak is before the waste tank.